Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I have bleed"), dizziness ("getting dizzy/ dizziness/lightheaded"), headache ("headache"), chronic lumbago ("constant low back pain/right side feels like a knife. Left side twings"), loss of consciousness ("blacking out/vision like black when walking"), discharge ("discharge"), visual impairment ("vision problem"), fatigue ("fatigue"), back pain ("back pain"), flank pain ("right side pain") and breast pain ("twinges"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, headache, chronic lumbago, loss of consciousness, discharge, visual impairment, fatigue, back pain, flank pain and breast pain outcome was unknown. The reporter considered breast pain, chronic lumbago, discharge, dizziness, fatigue, flank pain, genital haemorrhage, headache, loss of consciousness, pelvic pain, visual impairment and back pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I have bleed"), dizziness ("gettingdizzy/dizziness/lightheaded"), headache ("headache"), chronic back pain ("constant low back pain/right side feels like a knife. Left side twings"), loss of consciousness ("blacking out/vision like black when walking"), discharge ("discharge"), visual impairment ("vision problem"), fatigue ("fatigue"), back pain ("back pain"), flank pain ("right side pain") and breast pain ("twinges"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, headache, chronic back pain, loss of consciousness, discharge, visual impairment, fatigue, back pain, flank pain and breast pain outcome was unknown. The reporter considered breast pain, chronic back pain, discharge, dizziness, fatigue, flank pain, genital haemorrhage, headache, loss of consciousness, pelvic pain, visual impairment and back pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.